Manufacturer narrative:
A ge representative evaluated the system and found the extended fluoro function was turned on. The ge representative turned off the extended fluoro function. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
Customer reported the system continued to produce x-rays after releasing the foot pedal. No patient injury was reported.